Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient previously had a pump that experience a battery malfunction about six to seven years ago, before the current pump. The patient requested the pump to be removed. The representative also mentioned that the patient had overdosed with a previous pump and the hcp had to leave a conference to come and assist with adjusting the pump.